Manufacturer narrative:
One device was received for evaluation. Visual found no external damage. A 'sf: acu watchdog', and 'sf: primary audible alarm post' alarms were revealed in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the speaker was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an auxiliary control unit watchdog alarm and audio alarm. The customer reported that the device issue was not related to physical damage/abuse and there was unknown delay of therapy. There was no patient involvement and no harm/adverse event reported.